Event description:
On (B)(6) 2013,the reporter contacted animas and alleged the following: patient reports she woke up on (B)(6) 2013 feeling well. Blood glucose (bg) around 129mg/dl. She states she changed her infusion set per regular every 3 day schedule without difficulty, no pain or air bubbles. Within several hours she felt a sharp pain in her chest and she started to vomit. Bg at 3:00 pm was up to mid 200 mg/dl and she does not test for ketones. She denies illness the day prior to the admission as well. Stated by the time she and her husband arrived to the ER her bg was 366mg/dl with ketones. Bg continued to climb while on the pump and was now up to 418mg/dl. The infusion set was removed and cannula was straight, no blood or bubbles noted. She was admitted with diabetic ketoacidosis (dka), the pump was removed and IV insulin drip and IV dextrose for hydration initiated. The pump was restarted in the hospital on (B)(6) 2013 and bg climbed to 550mg ¿ 600mg/dl she could not be certain of the exact number. The pump was restarted in the hospital on (B)(6) 2013 and bg climbed to 550mg ¿ 600mg/dl she could not be certain of the exact number. Her health care provider (hcp) removed the pump and told her not to use it again, she needed a replacement pump. Review of pump found : patient insisting she changed her infusion set on (B)(6) 2013 however the pump has no priming information for this day. Priming information in pump for (B)(6) 2013 and then again on (B)(6) 2013 with completed prime and fill cannula amounts and the next priming is on (B)(6) 2013 when she resumed the pump in the hospital. Bolus information for the days from (B)(6) 2013 was confirmed. No associated alarms in the history, the last low cartridge warning was on (B)(6) 2013 at 5:32am which she reports is not accurate either, that she would never get up at that time of day to change her set. No suspends day of or prior to admission. Review of the history does not show any stoppage in insulin delivery. Customer support (cs) explained that no reason for her elevated bg was found and pump will be replaced at the insistence of the hcp. Patient was released on (B)(6) 2013 using injections. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hyperglycemia.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/10/2014 with the following results: a review of the pump¿s history showed that the last basal delivery was on (B)(6) 2013 and the last bolus was delivered on (B)(6) 2013. The history showed that the pump was manually suspended on (B)(6) 2013 at 19:52; delivery resumed on (B)(6) 2013 at 11:19. The total daily doses prior to the event added up correctly and reflected the user¿s programmed basal rate. Typical alarms were observed in the pump¿s history. The pump successfully passed a delivery test and was found to be delivering accurately and within the required range. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.